Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer saw red particles coming out of the cartridge during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Both an infusion set and cartridge change were performed resolving the issue.